Event description:
International customer reported that the suture broke during use. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: no device was received for evaluation. However, it has been identified that this lot contained product with open seal which could impact the strength of the product. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00841 for the other medwatch. The same patient is represented in each medwatch.